Manufacturer narrative:
The check of the manufacturing charts of the lot # involved (16ag04h) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. This is the only complaint received on this lot #. The intra-operative breakage of the curved impactor (with splitting of the instrument into 2 parts) probably occurred during impaction of the cup. This is the intra-op phase where the major stress is applied to the instrument, in order to give the proper press-fit to the cup into the acetabular bone. By a visual inspection of the returned instrument, the breakage occurred corresponding to the welded section of the instrument. The grip of the instrument is visibly deformed, indicating that an improper/excessive beating during the same and/or the previous surgeries where this impactor was used could have significantly contributed to the breakage of the instrument. As an improvement, in july 2016 limacorporate adjusted the design of the curved impactor; in the new version, the body of the instrument is monolithic. The new version is being gradually introduced on the market. No similar issues on the improved monolithic version have been reported up to now. Limacorporate will keep monitored the market to verify the effectiveness of the design improvement introduced in july 2016.

Event description:
Intra- operative breakage of curved cup impactor , model # 9095.11.550, lot # 16ag04h. According to the reported information, the issue led to an extension of the surgery time of 20 minutes. The surgeon was able to finish the surgery with another instrument available in the operating room.